Event description:
The customer reports that a female patient who had just delivered and received no pre-natal care generated false (B)(6) architect hiv ag/ab combo assay results (greater than 1.0 s/co) on an architect i2000 sr analyzer. The initial (B)(6) sample was recentrifuged and tested in duplicate and (B)(6) results were generated. The infant patient was then administered a single dose of an anti-viral medication (no further information). The mother did not receive any (B)(6) treatment and the infant was not tested for (B)(6) infectivity. The customer questioned the increase in the number of (B)(6) results. The customer re-ran controls, which generated a (B)(6) result for the (B)(6) were out of specification high. The customer removed the reagents from the analyzer believing that they had become contaminated. The customer placed a new reagent pack of the same lot on the analyzer and retested the controls, which were within specifications. The suspect patient samples were recentrifuged and retested and generated (B)(6) results. Confirmatory pcr testing was also performed and generated (B)(6) results. There is no further impact to patient management reported.

Manufacturer narrative:
(B)(4). Specificity testing was performed using an in-house retained kit of the architect hiv ag/ab combo assay, list 02p36-25, lot 42261li00. One (B)(6) and four differing levels of (B)(6) control samples were evaluated across three architect isystems platforms. All results met specifications, indicating acceptable performance of this assay lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hiv ag/ab combo assay package insert contains information to address the current customer issue. A review of the documentation from the customer site revealed that controls tested after the patient samples were tested were out of specification. A new kit of the same lot was placed into service and the samples and controls retested. The samples generated non-reactive results and controls were in range. The release of patient results when controls are out of specification indicates a user error. The results of this product evaluation do not implicate that the performance of the architect hiv ag/ab combo assay lot 41261li00 is negatively impacted. There is no information that reasonably suggests a product malfunction.